Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) no anomalies found; full lead analyzed. Blood present in/on the helix mechanism. (B)(4) no anomalies found; full lead analyzed. Blood present in/on the helix mechanism.

Event description:
It was reported that after few attempts, the helixes of the leads did not extended during the implant procedure. It was not possible to screw in the leads. The leads were removed and replaced by new lead. No patient complications were reported as a result of this event.